Event description:
The user facility reported that during a therapeutic colonoscopy, while attempting to control bleeding at a polypectomy site, the device ceased to output power to the hot biopsy forceps supplied by another company. The users reported to have injected the polyp area with epinephrine and utilized unidentified clips to stop the bleeding. A different, but similar electrosurgical device was reportedly used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Olympus followed up on this report and was informed that the users had reportedly experienced similar intermittent difficulties in previous procedures, but were able to complete the procedure with the same device. There were no reports of patient injuries associated with these other alleged events. The electrosurgical unit, including footswitch, patient plate adaptor, and active cord were returned to olympus for evaluation. The device and accessories were subjected to extended testing with a test hot biopsy electrode and found to operate appropriately. The electrosurgical unit passed all functional and electrical tests. There were dents observed in the top and bottom covers and rear chassis, likely a result of physical damage. The dents were corrected, and the device will be returned to the user facility pending customer instructions. The cause of the user's experience cannot be conclusively determined at this time. This report is being submitted as a medical device report in an abundance of caution.